Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the hcp wanted someone to interrogate the patient¿s device to determine if it was still working or depleted. The patient was experiencing nausea and vomiting and had been at the facility [hospital] since (B)(6) 2019. No further complications were reported or anticipated.